Manufacturer narrative:
Should additional information become available, this investigation will be updated.

Event description:
Boston scientific recieved informaton that shortly after the implant procedure this left ventricular lead dislodged. Anotehr procedure was performed to replace this lead. It is unknown weather this lead will be returned for analysis. No adverse patient effects were reported following the revision procedure.